Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual investigation has shown that the fitted hard metal insert is broken off. The review of the manufacturing documents revealed that this article was manufactured in according to the specifications. No abnormal findings were identified. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances .it is possible that exceeding applied mechanical force led to this breakage. The instrument was manufactured according to specifications. This complaint has been determined to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
The tip broke off the mesh cutter during cutting. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.